Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death.

Manufacturer narrative:
The physician used the d-stat dry pad inside the patient's pectoral pocket, which is outside the intended use. The d-stat dry is indicated for topical use only. No device malfunction or adverse event occurred or was reported, and therefore, it has been determined to not be reportable. No patient impact was reported.

Event description:
A d-stat dry hemostatic pad was used in a pacemaker procedure. The physician cut up the d-stat dry pad and left a piece inside the patient's pectoral pocket.